Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. Additionally, analysis of the log files provided by the account confirmed a single low flow hazard alarm; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review to rule out driveline damage. Analysis of the submitted log files revealed a single low flow hazard alarm was captured on (B)(6) 2021 when the flow dropped below the 2.5 lpm threshold that resolved. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts for additional information, patient information, and pump serial number were sent to the customer; however, no further information has been provided to this date. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The IFU also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for patient to rule out driveline damage. Log file submitted captured a single low flow event on (B)(6) 2021. There did not appear to be any type of device issues causing these events. The patient remained asymptomatic; however, was sleeping on batteries. Additional information requested but not provided.